Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a possible pacer malfunction was observed on an electrocardiogram (EKG) for the cardiac resynchronization therapy defibrillator (crt-d). It was noted that the patient was diaphoretic, nauseous, and short of breath upon sitting. The crt-d remains in use. No further patient complications have been reported as a result of this event.